Event description:
Information received indicates that following initiation of bypass the device was noted to develop a fiber leak. The unit was changed-out during the case. No report of consequence to the patient has been received.